Event description:
Report alleges "premature balloon deflation." Rptr alleges the device was used in or on a pt, however, pt was not injured by the device. L/n provided is inconsistent with co numbering system.